Event description:
It was reported that the lead exhibited 226 ohms bipolar impedance, and 255 ohms unipolar impedance. Historically, lead impedances had been approximately 600 ohms. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.